Manufacturer narrative:
Pump passed the displacement, self test and passed the dat test at 0.08720 inches noted. However, pump have a missing segments/partial display anomaly due to cracked lcd zebra connector noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s screen had blank line that went across the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.